Manufacturer narrative:
Product analysis: it was determined on analysis that the power supply of the programmer was smelly and required replacement. It was also noted that the radiofrequency head cable was worn out with wires twisted but still functional. The cord bay door was missing. The left and right upper hinges were worn. The left display hasp latch was broken. Bullet assembly was broken. The company logo button was broken. The bullets assembly was broken. The left keyboard hinge was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer which was returned for preventive maintenance subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.